Event description:
A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at third-party service center, the lcd display was found to not be functional. This device will be scrapped as per customer request, so no repair details were provided. Additionally, during the evaluation of the device at third-party service center, the device was found to be missing the accessory port cover. This device will be scrapped as per customer request, so no repair details were provided. This issue is not related to the malfunction/issue of the lcd display.